Event description:
The iab was inserted into the patient on 06/20/97. On 06/21/97 after iabp for twelve hours, the "leak in iab system" alram sounded from the system 97 pump. The iab was removed and a second was inserted. As a result of the event, there was excessive blood loss during removal. The patient was stable under iabp on 06/23/97. (Event complications: excessive blood loss - reported 06/25/97). (Pt's current status: stable-rpt'd 06/25/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.